Event description:
Customer reported an incident of hyperglycemia requiring professional medical treatment at a time when she attempted, but was unable to use her aviva system because, "the meter has no power or does not work, customer declined to say what was wrong with the meter". A request was made for the return of the system and a replacement was sent.